Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately october of 2018 ago from date manufacturer was made aware.

Event description:
It was reported that the patients ipg has stopped working. It was noted also that patient experienced inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was disposed at the facility.